Event description:
It was reported that t: slim x2 pump battery would not charge even though customer used tandem charging cable, wall adapter, and working wall outlet, and pump did not recognize charging connection after remaining plugged in for 30 minutes. There was no reported impact to the customer¿s blood glucose level. Customer was advised that replacement charging cable and wall adapter would be sent, and in case of battery depletion to rely on multiple daily injections, but pump later began charging and no further assistance was required.